Manufacturer narrative:
Investigation summary: one used decontaminated sample was returned for investigation without its original packaging. Under visual inspection we noticed that the writing on the pilot balloon was rubbing off. During manufacturing each pilot balloon is 100% visually checked. Detection mechanism is in place, and it is improbable that the part with the writing rubbed off would pass through this inspection. It is probable that the failure was caused by customer due to cleaning (e.g. Excessive force during cleaning, aggressive cleaner). No trend of confirmed complaints in relation with this issue was identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the writing rubbed off on the pilot balloon. The tube was inserted (B)(6) 2023. The writing was no longer visible after device had been in for 3 weeks. There was patient involvement and no patient harm/adverse event reported.